Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. However, during evaluation, it was determined that the device to be working, but heating up during testing. It was further noted that the contacts were corroded, there was unknown debris was found on the gear components, and after oven curing the device it stopped functioning, the electronic control unit was found to be damaged/not functioning. The assignable root cause was determined to be due to improper cleaning, care, and maintenance procedures not followed as per directions for use (dfu), which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reamer/drill device did not work. During in-house engineering evaluation it was found that the device was working but heating up during testing. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.